Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes were giving erroneous results. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode white particulate matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. To assure a high quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Although heparin plasma is the specimen of choice in many laboratories, it represents a more complex specimen than serum. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. This instrument company has issued specific direction regarding this specimen type. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. Also, instrument manufacturers and published data on interferences may be a useful resource for this issue. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode white particulate matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and could not be observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes were giving erroneous results. No serious injury or medical intervention was reported.